Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing via remote transmission. Programming changes will be made when patient presents in clinic. No further information available.

Event description:
New information received indicated that non-sustained rv oversensing was observed due to post-paced t-wave oversensing in (B)(6). Programming changes were not made.